Event description:
Reason for revision; infection.

Manufacturer narrative:
The devices associated to the complaint were returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, one other similar complaint was reported for the affected batch (B)(4). The sterile certificates were reviewed for the provided product codes and lots combinations, no anomaly was detected. Based on the information received and the investigation performed, the root cause of the incident could not be determined.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).